Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the resector inner window collided with the outer window causing the inner window to shear off. The fragment was not left behind in the patient as was reported in the original MDR submission. The broken piece was returned. Due to the nature of the evaluated findings, this MDR is being retracted in this follow-up report because there was no fragment left in the patient as was originally reported. The most likely cause of this type of event is excessive force. Material analysis confirmed correct material type. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that blade broke inside patient during surgery. Fragment was left in patient. Small joint arthroscopy procedure.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.